Event description:
I was having heavy vaginal bleeding. My dr performed an ablation and also put in essure coils to ensure no pregnancy. After the essure was implanted, I had immediate severe pain. My pt could not find anything and thought I was having a reaction to the coils. He then removed my fallopian tubes/coils. The pain continued to get worse but he refused to do anything else. I sought another dr, who could not find a reason for my pain and recommended a hysterectomy, thinking I had severe scar tissue. When she went in, she found parts of the essure coils had broken off and were embedded in my uterus, which had caused the severe pain. I still have the photos of the coils embedded in my uterus.